Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Infusion set adhesive did not stick properly resulting in a leak around the patient's infusion site and elevated blood glucose levels. Patient noticed on the (B)(6) 2017 that the infusion set headset was hanging off and there was a leak around the site. Her blood glucose levels rose to 25 mmol/l and she had a ketone reading of 2.5. Patient's mother drove her to the hospital where she was placed on a "drip" and was closely monitored for 6 hours. Patient was later discharged that day. Patient no longer has this cannula or the lot number for these cannulas as these have now been disposed of.